Manufacturer narrative:
Device was used for treatment, not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: during a procedure on an unknown date, a hollow reamer broke during screw removal. It is unknown if all the pieces were retrieved from the patient. No adverse consequences to the patient were reported. No additional information is available. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
The investigation has shown that the item is broken off at the tip. The spare reamer tube was analyzed for conformance to print specifications, as well as the device history records were researched. No abnormal findings were identified. The broken surfaces are homogenous which indicate material conformity to the specifications as well. Based on these findings we have to assume that the reamer came in contact with a metallic part, which finally caused the breakage. Or simply too much mechanical force had to be applied in order to remove the screw.